Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. It was reported that there was evidence of moisture visible in the pump and the display lens was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, a visual inspection of the pump revealed moisture observed in the display. The pump was found to have no power. A leak test was performed and a leak in the pump case was found. Further testing for a temperature issue was not able to be performed due to no power to the pump. The pump was opened and moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.